Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector has corrosion, water leakage was observed, component failure of the charged coupled device, component failure of the video connector and component failure of the sealing mechanism. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video connector corrosion was caused due to a component failure of video connector. Water leakage was caused by a component failure of the sealing mechanism. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a fog free error e104 which was found before the case during set up/ inspection for use. There were no reports of patient involvement.